Event description:
It was reported that during a ptca/stent procedure to treat the lesions in the distal, mid, and proximal rca, another company's stent was placed in the proximal lesion. Then, an attempt was made to place the vision stent distally. However, the stent would not pass through the proximal end of the previously placed stent, so the vision stent was removed from the patient. The physician then bent the stent a little and tried to cross the lesion again, but the device still failed to pass through the previously placed stent. As the vision stent was being removed from the patient, the stent became dislodged. Another company's balloon catheter was advanced and the balloon was inserted into the dislodged stent. The stent was then inflated and expanded just proximal to the first implanted stent. A high pressure balloon was used to post-dilate the vision stent. After the vision stent was expanded, another company's stent was placed in the distal lesion and another one was placed in the mid lesion. No patient effects were reported. It was reported that the lesion was resistive and that a "napkin ring" remained in the mid-portion of the balloon during pre-dilatation.